Event description:
The patient contacted animas on (B)(6) 2012 reporting that for the past week the ok keypad button was intermittently unresponsive. The patient stated that the up arrow keypad button was sticking and intermittently scrolling. The patient reported that the rubber keypad was intact and the ok keypad button symbol was worn. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed "contrast" and "up" keys to be intermittently unresponsive. Found keypad to be intact with no evidence of tearing or peeling. Removed keypad to inspect key contacts for contamination. Contamination found under all key contacts.